Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm alarms due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 125 mg/dl. Customer inserted new batteries and blank did not return. The customer was advised the pump will be replaced and revert to back up plan.